Event description:
It was reported to medtronic minimed that the customer received random insulin flow block alarms, reported covering over buttons was damaged and false alerts for low reservoir. The customer reported no adverse event. The event involved product(s) mmt-1880, mmt-397a, mmt-332a. Troubleshooting was not performed. Customer was reporting past event of insulin flow blocked alarm. No harm requiring medical intervention was reported. No product return is required for mmt-1880, mmt-397a, mmt-332a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at .08735 inches. The insulin flow blocked alarm functioned properly during the basic occlusion, occlusion, and force sensor tests. No unexpected insulin flow blocked alarms during testing. The trace and history files were successfully downloaded using thump. A review of the pump history file reveals a total of twenty-seven (27) no delivery (insulin flow blocked) alarms prior to the event date (B)(6) 2025 during basal and bolus deliveries. Set the low reservoir reminder alarm for 20 units, installed a water filled test reservoir, and primed the pump. Verified that the units left in the test reservoir and those left on the display matched (30 units). Programmed and delivered a11-unit bolus delivery. The low reservoir alarm activated properly at 19.0 units left. Programmed an additional 15-unit and 5-unit bolus deliveries and the reservoir estimate at 0 u alarm activated properly. Programmed another additional 25-unit bolus delivery and the pump alarmed no reservoir detected properly. No low reservoir, reservoir estimate at 0 u, or no reservoir detected alarm anomalies noted. The pump was cut open for visual inspection. No evidence of physical or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor. A p-cap locks properly into the reservoir compartment. The following were noted during a physical inspection: scratched case, cracked select button keypad overlay, stained keypad overlay, peeling keypad overlay, missing display window cover, cracked battery tube threads, cracked battery compartment, peeling serial number label, and pillowing keypad overlay. Peeling keypad overlay is confirmed. Insulin flow blocked alarm complaint is not confirmed. The low reservoir alert is operating properly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.